Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with 225cc mentor memorygel breast implants experienced bilateral capsular contracture and right sided device migration post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade ii. This was associated with loss of inframammary fold integrity and a bubble appearance. The breasts were also sagging. As a result, bilateral upper pole capsulectomy, right capsulorrhaphy, elevation of inframammary fold bilaterally, liposuction of the outer breast, and replacement with 225cc mentor memoryshape breast implants was performed on (B)(6) 2015. See 1645337-2022-03006 for contralateral prosthesis report.